Event description:
It was reported that two days after the insertion of the catheter, in the pt's room, there was leakage found from the insertion site. As a result, the catheter was replaced and new one was inserted and used successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.